Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue of door sensors not functioning properly was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper latch switch chipped. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump door sensors not functioning properly occurred upon power-up in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction h11: the customer reported issue was "door" which is a vague report and not clear what the malfunction is. There is no information to support a reportable malfunction in association with this reported issue. During evaluation the device did not recognize when the slide clamp was inserted and a system error 320 alarm occurred. The malfunctions identified during device evaluation would not lead to a death or serious injury if they were to recur as not recognizing and inserted slide clamp only occurs upon pump-tubing set-up (tubing loading) and a system error 320 outside of infusion therapy would only result in a delay. Should additional relevant information become available, a supplemental report will be submitted.